Manufacturer narrative:
Since the device remains in the patient, there was no device to evaluate. Rti surgical is continuing to try to get more information regarding this occurrence. At this time, there is no further product information, so therefore the DHR review was not able to be done. Device remains implanted.

Event description:
Patient had a 3-level acdf done on (B)(6) 2015. Three peek cages were filled with nanoss. Based on the patient's report on medwatch mw-5059017. They started to develop "a systemic polyneuropathy, with new neurologic deficits". The patient also claims to have developed "signs of spinal cord myelopathy".